Event description:
The patient reported that following a therapeutic ultrasound, she experienced shocking and jolting sensations and a complete return of symptoms. Her interstim system is now turned off. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.